Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after receiving inappropriate shocks. A magnet was applied to stop the shocks and patient condition was stable after. Upon device interrogation, it was noted the right ventricular lead exhibited noise, resulting in inappropriate shocks. On (B)(6) 2021 the physician explanted and replaced the lead to resolve the issue. During surgery the physician reported that the lead appeared to have a space/ gap after the ring, and the lead body detached from the lead tip during the procedure. Patient condition was stable before, during, and after procedure.